Event description:
It was reported that the user experienced low blood glucose while using the ilet, with a nadir of 46 mg/dl, after a dinner with limited carbohydrates; the user ingested orange juice and sandwiches per hypoglycemia guidance, and the agent explained that ilet adapts to regular carbohydrate intake and that reduced carbohydrate consumption could affect algorithm performance. Symptoms included hypoglycemia. Outcomes included recovery to a blood glucose of 88 mg/dl and no hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction reported and suggested a mismatch between recent carbohydrate intake and the system¿s adaptive algorithm as a plausible contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.